Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the smart device and transmitter on (B)(6) 2016. Patient was advised to re-pair the transmitter and g5 application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 02/22/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.